Manufacturer narrative:
Received one 12.5f x 28cm hemo-cath for eval. A visual inspection of the catheter revealed a tear on the lumen 3.6cm below the cuff at the curve. A functional eval revealed the tear leaks when the catheter is flushed. The lumen was cross sectioned and measured. All measurements were within the design specifications. A review of the mfg process noted that this device family is 100% leak tested at the end of the mfg process which would detect any failures. The incident report indicated the device was inserted for over 4 years. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the lumen material. We are unable to determine the cause or factors that may have contributed to this event. There is no evidence of a mfg defect.

Event description:
There is bleeding in the subcutaneous catheter segment. There was a crack of 2mm length inside the a side of the curve lumen in the catheter. The device was implanted for 4.5 year.